Event description:
It was reported to boston scientific corporation that a rx dilatation was used during a dilatation procedure. According to the complainant, during preparation, it was not possible to remove the air from the balloon. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
(B)(4). Failure to deflate. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).